Event description:
It was reported that when using the left hand side (lhs) foot pedal to move the c-arm down, after releasing it, the pedal seems to be stuck causing the c-arm to continue moving down. No injury reported. A field engineer was dispatched to the site and determined the lhs foot pedal needed to replaced. Once this was completed the system was working as intended.

Manufacturer narrative:
The foot pedals were returned to hologic for evaluation. Functional check was performed on the foot pedals. The foot pedals worked as intended. The reported problem could not be duplicated. A definitive root cause cannot be determined as no fault was identified. Hologic strives for continuous improvement and will continue to monitor and trend for safety.